Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and a correction. Updated fields: d9, h2, h3, h6 and h11 corrected fields: e1 the device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: communication error (e315) based on the results of the investigation, the cause of the reported malfunction broken screen with no visualization was a communication error (e315). And the cause of the additional malfunction communication error (e315) was traced to be a component failure, likely due to stress of repeated use, external factors, or handling. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope had a broken screen with no visualization. The event occurred during a colonoscopy diagnostic procedure. The intended procedure was completed using the back-up device. There were no reports of patient harm.